Event description:
Pt under went a laparoscopic nissen fundoplication. The device was used to gain access. Multiple rents of the vena cava occurred, resulting in hemorrhaging. The procedure was converted to a laparotomy.